Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) did not fully inflate. The date of the event is unknown. There was no reported injury to the patient.

Event description:
It was reported that the intra-aortic balloon (iab) did not fully inflate. The customer stated that they attempted to reposition, reconnect, and retest the iab. A new iab was used to continue therapy. The date of the event is unknown. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) did not fully inflate. The date of the event is unknown. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The male luer on the extracorporeal tubing was found to be slightly crimped near the tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Correction: complaint # (B)(4).